Event description:
Procedure: lavh. According to the reporter: the instrument locked on tissue and would not open. This occurred on two consecutive instruments. The case was converted to an open procedure to perform the hysterectomy.